Manufacturer narrative:
Titan pump was received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This is a site of leakage. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the patient is unable to inflate the implant and the pump makes a noise when it¿s squeezed. Over the last few days, the pump has become flat, and the patient has to try and deflate the cylinders (squeeze the release bars) to get the pump back to the full size. The patient fell off his roof at the end of september and believes that could have been the cause of the damage but was unable to tell if there was an issue during his hospital stay and rehab. The patient has just tried to use it again since the accident and noticed it is not working. No revision surgery has been scheduled at this time.

Event description:
According to the available information, the patient is unable to inflate the implant and the pump makes a noise when it¿s squeezed. Over the last few days, the pump has become flat, and the patient has to try and deflate the cylinders (squeeze the release bars) to get the pump back to the full size. The patient fell off his roof at the end of september and believes that could have been the cause of the damage but was unable to tell if there was an issue during his hospital stay and rehab. The patient has just tried to use it again since the accident and noticed it is not working. No revision surgery has been scheduled at this time.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.